Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the soft cannula was crooked and the blood glucose was high. On 8/5/2002 maersk medical a/s received the complaint, 1 used and 4 unused infusion sets.